Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was to be used. During the procedure, a hair was found in suture package. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number?